Event description:
It has ben reported to philips that the system displayed a "low load fluoroscopy" message, indicating that imaging could have been impacted. Philips has started an investigation of this complaint.